Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the cartridge. Attempts to remove air with a 10cc syringe were not successful. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and further states to use a 20cc syringe. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A venous air alarm occurred during a routine hemodialysis treatment. Attempts to remove air with a 10cc syringe were not successful. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 210 cc. The pt was hospitalized on (B)(6) 2011 for anemia, received a blood transfusion of 1 unit of prbcs on (B)(6) 2011 and discharged to home. No other medical intervention was required.